Manufacturer narrative:
Based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the instrument was fully loaded with staples. As the instrument was returned fully loaded with staples, it could not be ascertained as to why it was stated that the staples fell out of the instrument. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
The staples did not fire properly. Rep stated no add'l info at this time. On 3/18/97 it was reported when the cdh29 was taken out of the package, the staples fell out of the device. The device was not used on the pt. The rep is returning the device, but the anvil was thrown away.